Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the fill port during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 19, 2014 ¿ june 20, 2014. The device was received for evaluation. Visual inspection did not identify any non-conformities. The device was functional leak tested. There were no signs of leakage. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.